Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in a saphenous vein graft (svg) to the obtuse marginal (om) artery. Following pre dilation with a 3.0x20mm apex balloon the physician advanced the 3.5x38mm ion stent but was unable to cross the lesion. Upon removal the stent hung up on the guide catheter and the stent was dislodged from the balloon. The stent embolized and was located in the right popliteal artery. The stent was successfully snared and removed from the patient. Procedure was completed with another 3.5x38mm ion stent. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion mr stent only. The stent struts were damaged and stretched. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent dislodged inside the patient and crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in a saphenous vein graft (svg) to the obtuse marginal (om) artery. Following pre dilation with a 3.0x20mm apex balloon the physician advanced the 3.5x38mm ion stent but was unable to cross the lesion. Upon removal the stent hung up on the guide catheter and the stent was dislodged from the balloon. The stent embolized and was located in the right popliteal artery. The stent was successfully snared and removed from the patient. Procedure was completed with another 3.5x38mm ion stent. No patient complications were reported the patient status is stable.